Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, no sensor break during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor fractured while in the body. The customer¿s blood glucose value was unknown. Customer was assisted with troubleshooting. The customer was sensor was not working. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will be returned for analysis.